Event description:
It was reported to boston scientific that during a colonoscopy with a pediatric colonoscope, the radial jaw 3 biopsy forceps broke. A 3mm polyp was identified and was to be resected. However, during the procedure the biopsy forceps became lodged in the scope and broke into pieces. All pieces were retrieved from the scope. The polyp was successfully removed using another forceps. There was no harm to the patient. It was reported that no damage was noted when the forceps were unpackaged.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. The suspect device has been returned, but the device evaluation is not complete. Therefore, the cause of the reported observation has not been determined.